Event description:
It was reported that the usb cable was "frayed" and could no longer be used to charge the pump. Customer¿s blood glucose value was 263 mg/dl. Tandem technical support sent the customer a replacement cable to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.